Manufacturer narrative:
Continuation of d10: 4965-25 lead implanted: (B)(6) 2018. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. There was an outer insulation breach with blood ingression at 6.6 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and occasional dizziness. It was noted that the epicardial right ventricular (rv) lead exhibited abrupt high impedance which led to increase in higher pacing thresholds and intermittent loss of capture and consequently to inappropriate therapy. It was further reported that the right atrial (ra) lead was returned to the manufacturer, analysed, and tested out of specification. The rv lead and ra lead explanted and replaced. No further patient complications have been reported as a result of this event.